Event description:
It was reported there was high impedance >10,000 ohms on all of the electrodes. It was stated the health care professional planned to revise/replace the lead at a date that was to be determined. It was noted reprogramming was performed as troubleshooting. It was stated the patient status at the time of report was alive with no injury and there were no patient symptoms. It was further reported the date of intervention had yet to be scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).